Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps had a broken cable at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was damage found on the proximal clevis or cable hole but the other cables at the wrist were not damaged. The housing was removed from the back end, and no damage was observed. The root cause of this issue is attributed to a component failure. Additional observation(s) not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.040¿ - 0.271 in length and were not aligned with the tube axis. The root cause of scratch marks or abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the prograsp forceps (part# 471093-11 / sn: (B)(4) / sequence #: (B)(4)) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 4 uses remaining. Based on this review, the instrument was confirmed used during the reported event in this complaint. The instrument was not used in subsequent procedure(s) after (B)(6) 2022. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.